Manufacturer narrative:
Added h6 component code. Added h6 investigation conclusion.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent treatment of a stenotic lesion in the common iliac artery using a gore® viabahn® vbx balloon expandable endoprosthesis. The device met resistance and separated from the balloon while trying to cross a heavily calcified area in the patient's common iliac. The stent was expanded distal of its intended treatment zone using a 8mm mustang balloon. Another gore device was implanted successfully in the intended treatment location. The patient tolerated the procedure.